Event description:
The facility reported a colleague infusion pump with a channel failure. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel failure was confirmed in the pump's event history as failure code 703:00 on channel b. However, this condition could not be duplicated during product evaluation. Therefore, no assignable cause was provided during product evaluation. As a precaution, the user interface module printed circuit board was replaced. This device has not previously been service by baxter. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).